Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was hospitalized for shortness of breath prior to passing away. The patient passed away due to an unknown cause and a death certificate was not available. The patient was performing automated peritoneal dialysis (apd) therapy up until the time of death and was connected to the homechoice when they passed away. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event of death. The event history log review showed no keystrokes, programming or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.